Manufacturer narrative:
Product analysis #705496253:equipment used: video inspection system (m-81805), ruler (m-83360), camera (panasonic lumix dmc-zs5), as found condition: two pipeline flex pushers and one marksman micro catheter were returned for analysis within a shipping box and within a sealed plastic biohazard pouch. The two pipeline flex pushers were returned further within individual dispenser coils and within introducer sheaths. One already deployed pipeline flex braid was returned within a resealable plastic pouch. A second pipeline flex braid was returned within the proximal marksman micro catheter and hub. The two pipeline flex outer cartons were also returned. It is not immediately clear which device belongs to which pli; therefore, the devices will be evaluated together. Visual inspection/damage location details: (first pipeline flex pusher) the hypotube was found unstretched and undamaged with the ptfe shrink tubing still intact. No damages were found with the resheathing pad, pad restraint or with the proximal bumper. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The tip coil was found intact. (Second pipeline flex pusher) the hypotube was found stretched with the ptfe shrink tubing still intact. No damages were found with the resheathing pad, pad restraint or with the proximal bumper. The distal delivery wire was found separated between the resheathing pad and dps sleeves. The distal segment was not returned for analysis. The separated end was sent out for sem testing. (First braid (returned separate)) one braid end was found fully opened, damaged, and frayed. The middle braid was found flattened. The other braid end was found tapered, damaged, and frayed. (Marksman and second braid). No damages or irregularities were found with the marksman hub. The micro catheter was found kinked at ~7.1cm and ~2.1cm from the distal end. The micro catheter tip and marker band were found undamaged. Once removed from the micro catheter hub, one braid end was found fully opened, damaged, and frayed. The other braid end was found tapered, damaged, and frayed. Testing/analysis: the marksman micro catheter total length was measured to be ~159.0cm and the usable length was measured to be ~151.2cm, which is within specification (specification: total (ref) = 157cm ± 3cm, usable = 150cm ± 3cm). The micro catheter was cut to remove the stuck braid from within the hub/proximal catheter. The inner diameter (ID) of the hub was measured to be 0.0270¿ and the ID of the distal end was measured to be 0.0265¿, which is within specification (specification: 0.027¿ ± 0.001¿). The micro catheter cannot be used for resistance testing as it was destroyed during the extraction of the braid. Conclusion: based on the analysis findings, it is likely the second pipeline flex pusher belongs pli-10 as the damages found (hypotube stretched, and distal wire separation) is consistent with resistance. Sem result for the distal wire separation: ¿the wire failed via tortional overload.¿ the braid found stuck within the marksman hub is also likely to belong to pli-10. The customer claim of ¿catheter resistance¿ and ¿resistance/stuck during delivery¿ were therefore confirmed. It is possible the kinking found on the catheter and the damages found on the braid caused the resistance. Other possible contributions of resistance are patient vessel tortuosity, user does not maintain sufficient continuous flush, or user pulls back on/torques wire while advancing ped in micro catheter. Possible causes for catheter kink are patient vessel tortuosity, delivery system removed aggressively, catheter entrapment, or user advances/retrieves device against resistance. The customer claim of ¿failure/incomplete open distal (flex)¿ was confirmed for both returned braids. Possible causes for incomplete open are patient vessel tortuosity, damaged braid, braid improper sized to anatomy, braid overstretched during delivery, or inappropriate anatomy. Customer claim of ¿pipeline damaged during delivery/retrieval¿ was confirmed for both devices, but customer report of ¿material twist- implant¿ was not confirmed, however, the first braid was found flattened. Possible causes for pipeline damages include but not limited to: resheathing more than two times, high force delivery, over-manipulation, delivering/retracting/resheathing against the reported resistance or damaged during return shipping as one of the braids was returned unprotected within a plastic pouch. The customer reported continuous flush was performed, catheter/pushwire were not dam aged, pipeline was not positioned in a bend, pipeline was resheathed more than 2 times, all devices were prepared per IFU, and patient vessel tortuosity as moderate. Therefore, the root causes for the various failures could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that one pipeline failed to open and another pipeline had resistance in the catheter. The patient was undergoing surgery for treatment of a saccular, unruptured right internal carotid artery ophthalmic artery segment a neurysm with a max diameter of 4.2mm and a 3.1mm neck diameter. The landing zone was 3.2mm at the distal end and 3.65mm at the proximal end. It was noted the patient's vessel tortuosity was moderate. The angiographic result post procedure was significant retention of contrast agent in the aneurysm. No patient symptoms or further complications were reported as a result of this event. It was reported that the patient had an aneurysm in the posterior communicating segment of the internal carotid artery, and was planned to use a dense mesh stent for directing blood flow. The first one was implanted with ped-375-20. When the stent was pushed out, it was found that there was a burr at the tip of the stent, and the overall structure was tortuous, so it was withdrawn. Then it was replaced with model ped-375-25. During the implantation process, the stent could not be pushed out of microcatheter, so the stent was replaced with ped-400-20, and the surgery went on smoothly. Ped-375-20 encountered resistance in the distal section of the catheter. The catheter was flushed continuously with heparanized saline. The pipeline did not become stuck. The catheter and pushwire were not damaged. Ped-375-25 was noted to have failed opening in the distal section of the pipeline. The pipeline was not positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed more than 2 times. There were additional steps or other device required to open the pipeline. The pipeline was resheathed and removed from the patient. The pipelines were used for an indication that is approved (on-label). The reported devices and any accessory devices were prepared as indicated in the IFU. Additional information was received that clarified that the ped-375-20 had resistance, and the ped-375-25 device could not be opened. A marksman catheter was used. Additional information was received that both pipelines were damaged. Ped-375-20 had the burr at the tip of the stent and overall tortuous structure.